Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021 wherein the leads were explanted and replaced with new leads addressing the issue. Reportedly, both leads were fractured. Therapy was restored post operatively and patient is getting relief.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and therapy date are estimated.

Event description:
Manufacturer reference numbers: 1627487-2021-13020. It was reported that the amplitude/strength of patient¿s therapy was decreasing on its own following a fall. Diagnostics revealed high impedance. X-ray showed lead migration. Reprogramming was unable to establish adequate therapy. As such, surgical intervention may take place at a later date to address the issue.